Event description:
Customer reports that active meter generated a result of "lo" (<10 mg/dl) on the display before dosing the test strip with blood or control solution. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.